Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that after the incision and drainage of their driveline site, a tunneled line was eventually placed. The patient was started on intravenous (IV) antibiotics and discharged on (B)(6) 2023. The patient was seen in clinic on (B)(6) 2023 and 19sep2023 by the left ventricular assist device (lvad) team. The patient had been feeling well and planned to be seen regularly by the infectious disease team.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2023 with a driveline infection. Symptoms included upper abdominal pain, chills, fever, nausea, and a headache. Cultures were obtained from the driveline drainage that were positive for staphylococcus aureus and enterobacter cloacae complex. Blood cultures remained negative at the time. Surgical incision and drainage was completed and the patient will continue to be closely monitored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.